Event description:
A patient reported she was released from the hospital on the friday before (B)(6) due to diagnosis of peritonitis. The patient believed she disconnected and reconnected to the same patient line during treatment. Follow-up with the pd nurse confirmed the patient was admitted on (B)(6) for peritonitis. Nurse stated that patient acquired peritonitis due to a break in aseptic technique.

Manufacturer narrative:
Medical records have been requested and have not been received by the manufacturer to date. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigations. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.